Event description:
Same case as MDR #2134265-2014-05233. It was reported that tissue prolapse and stent fracture occurred. The tight stenosed target lesion was located in the saphenous vein graft (svg). A 32 x 3.50mm promus premier¿ stent was selected and implanted in the proximal portion of the svg. Post dilatation was performed using a 3.5x15mm unspecified non-compliant balloon. A 4.0x24mm promus element stent was also selected and was successfully deployed in the distal portion of the svg. The balloon of the 4.0x24mm promus element delivery system was used to dilate the 32 x 3.50mm promus premier¿ stent. After dilatation, it was noted that tissue prolapse occurred and the physician noticed that there were some irregularities in the 32 x 3.50mm promus premier¿ stent. Stent strut fracture was noted. Another unspecified size promus premier stent was placed in the "questionable area" where the irregularities were noted. Outcomes were satisfactory. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).